Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. Customer's blood glucose was over 400 mg/dl. The customer continued to use the pump for insulin therapy.